Event description:
It was reported that during a lap chole procedure, they tried to clip the cystic duct and the clips jammed. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.